Event description:
It was reported to nuvectra that during the removal of the trial leads, the first lead was removed without issue. The second lead broke upon removal and portion of the lead remained subdermal. Remaining portion is planned to be removed during permanent lead implant.